Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to use the white glenosphere orientation guide to position the glenosphere. When he attempted to do this, the guide would slip as if it was stripped out. When we examined the instrument, it appeared that the point had been bent down and was not able to turn the glenosphere to the correct position. It was also indicated that there was a surgical delay of 15 minutes.